Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that the catheter lacked lubricity. The complainant alleged that he tried to insert the catheter with no success; and as a result, a new catheter was used without incident. No patient injury was reported.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that the catheter lacked lubricity. The complainant alleged that he tried to insert the catheter with no success; and as a result, a new catheter was used without incident. No patient injury was reported.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that the catheter lacked lubricity. The complainant alleged that he tried to insert the catheter with no success; and as a result, a new catheter was used without incident. No patient injury was reported.

Manufacturer narrative:
Received 2 unopened magic3 intermittent catheters. Complaint was confirmed as a manufacturing related issue, since the 2 evaluated samples were not within specification according to the performed lubricity test . The lot was released for 19,260. An internal rejection was found for lubricity since the test method was not followed properly. The instructions for use states the following: "the catheter becomes slippery when wetted with water, eliminating the need for a separate lubricant. For your added convenience, this catheter is packaged with its own sterile water. Simply release the water from its foil packet and then tip the un-opened catheter package end-to-end. The catheter acts like a magnet to attract the water and activate its slippery coating." (B)(4).the information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that the catheter lacked lubricity. The complainant alleged that he tried to insert the catheter with no success; and as a result, a new catheter was used without incident. No patient injury was reported.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that the catheter lacked lubricity. The complainant alleged that he tried to insert the catheter with no success, and as a result, a new catheter was used without incident. No patient injury was reported.